Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt's mother reported the infusion set is not staying in the pt's body for longer than 24 hours. Mother stated the infusion set will "wiggle loose and will begin leaking at the site." Mother reported the issue occurred today. Mother reported the pt's target blood glucose is 13 mmol/l (234 mg/dl). Mother stated the pt reported he was not feeling well and his blood glucose was 19 mmol/l (342 mg/dl) while at school. Mother reported the nurse stated the infusion site had come out of his body and was leaking at the infusion site. Mother stated by the time she arrived to the school with a new infusion site, the pt blood glucose was at 29 mmol/l (522 mg/dl). Mother reported the pt had taken a bolus. Mother stated the pt uses tape to tape the infusion set tubing down. Mother reported the pt may be allergic to one of the tapes that she has used; she is now using a different material. Pt has discarded the alleged infusion set. Advised mother to speak with the pt's doctor to see if there is another infusion set with a standard luer lock that the pt can use. Mother stated upon inserting the new infusion headset, the pt's blood glucose returned to the target range. On f/u call on (B)(6) 2011, pt's mother reported she has tried some competitor's infusion sets and the cannula has bent on those also. Advised mother to contact the manufacturers to let them know of this issue. Submitted a request for assistance. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.